Event description:
Philips received a complaint by the customer on the v60, indicating that the device was displaying error code 110a check vent: proximal pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate error code 110a check vent: proximal pressure sensor auto zero failed message. As a preventative measure, the data acquisition (da) printed circuit board assembly (pcba) and solenoid 3 & 4 will be replaced. The fse replaced da pcba and solenoid 3 & 4 as a preventative measure. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba board into a pil ventilator to duplicate the reported issue. Functional analysis was performed and identified that the device pressure accuracy testing passed. Tech could not duplicate proximal pressure failure from the service. The suspect da pcba operates on the standard test bed (stb) without issue. The suspect da pcba passed pressure accuracy testing as noted in the current revision of service manual. No fault found.

Manufacturer narrative:
The removed solenoid x-valve was returned to the product investigation lab (pil). The pil technician installed the solenoid x-valve into a pil ventilator to duplicate the reported issue pil tech performed the testing and verified and confirmed that no alarms or fault related diagnostic codes were generated during the standard test bed (stb) operation with suspect solenoid installed into it. Pil could conclude that no problem/fault found related to returned suspect solenoid.